Event description:
Customer reported automatic qc (aqc) glucose results were out of range when reviewed on rapidcomm. There was no report of injury for this event.

Manufacturer narrative:
A siemens field service engineer found that customer had overridden the system and made the glucose available for testing even though the qc was out. The siemens field engineer has also advised the customer to review their operator security and restrictions. Instrument is performing as intended.